Event description:
During the procedure, the physician used a wilson-cork tri-clip endoscopic clipping device. Prior to advancement through the endoscope the reporter indicated that the clip was not manually guided into the catheter. The device was advanced through the endoscope. Once at the tissue sight, the user experienced difficulty advancing the clip through the sheath. The user removed the device from the endoscope and examined it for functionality, then readvanced the device through the endoscope to the tissue site. At this time, the opened clip prematurely deployed and was retrieved with forceps. Another clip was used to complete the procedure. No injury to the patient was reported.